Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a cholangiogram, upon retraction of the catheter the curved guide catheter (white sheath/tube) remained in the patient. The physician was preparing to close the patient but noticed the component and removed it from the patient before completing the close. There was no patient injury or consequence. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the catheter with no relevant findings. The customer returned one kit with various components. The returned catheter assembly was visually examined with and without magnification. No damage was observed to the catheter or the metal sheath. All parts appear to be intact. The catheter tip guard appears to be bent and slightly damaged. Scratches are visible on one end of the catheter tip guard where the material is crimped. However no other defects or anomalies were observed. An attempt was made to inflate the balloon on the catheter to ensure that the catheter remains intact. The balloon was able to inflate with no difficulty. The IFU for this product, s-01700-130a, was reviewed as a part of this complaint investigation. The IFU instructs the user, "remove catheter tip guard." Prior to use. A corrective action is not required at this time as other remarks: the reported complaint that the white sheath/tube remained in the patient indicates that the catheter tip guard was not removed from the catheter prior to use. The reported complaint that the white sheath/tube remained in the patient indicates that the catheter tip guard was not removed from the catheter prior to use. No pieces were found to be missing or damaged from the catheter or metal introducer. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The IFU instructs the user, "remove catheter tip guard." Prior to use. Therefore, based upon the information provided, use error caused or contributed to this event. A customer in-service request has been made.

Event description:
During a cholangiogram, upon retraction of the catheter the curved guide catheter (white sheath/tube) remained in the patient. The physician was preparing to close the patient but noticed the component and removed it from the patient before completing the close. There was no patient injury or consequence. The patient's condition was reported as fine.